Manufacturer narrative:
The returned device was patent. Cracks were observed in the proximal and distal arms of both the patient-line and zero-reference stopcocks. The device did not meet the requirements for leak testing due to the cracks. A review of the manufacturing and inspection records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that after connecting the external drainage system to the ventricular drainage catheter, which had been placed during surgery, the neurosurgical registrar noticed fluid leaking from the hard plastic housing of the 3 way stopcock immediately behind the leur lock connection. The report states that the device was then replaced. According to the report, the patient did not incur any adverse impact or injury and was in stable condition following the event.